Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Intra operative measurements showed some irregularities and only 4 channels could be used post-operatively. The user was re-implanted with a shorter electrode type.

Manufacturer narrative:
Conclusion: device investigation revealed damages to the wires of the active electrode probably caused during implantation surgery, since insertion was reportedly difficult and several insertion attempts were made before achieving proper positioning. Other damages found during device investigation are most likely related to the explantation surgery. The problems described in the recipient report seems to match the damages found. This is a final report.

Event description:
Intra operative measurements showed some irregularities and only 4 channels could be used post-operatively. A full insertion was reportedly achieved at implantation. However, the insertion was difficult and multiple insertion attempts were required as a full insertion was not achieved the first time. There was resistance whilst inserting the array. The user was re-implanted with a shorter electrode type as there was concern that intra-cochlea tissue might make insertion difficult. A full insertion was achieved.